Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Two potential lot numbers were provided. Both potential lots were reviewed and no discrepancies were found. Evaluation of the returned device found the pressure sensor and case were missing. The catheter material had been stretched at the tip of the catheter. Due to the condition of the device as it was received, no functional testing was possible. Based on the results of their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the tip of the sensor was found fractured inside when an explant surgery was performed on (B)(6) 2017. It was confirmed that no fragments were remained in the patient¿s body. There is no further information provided by hospital.